Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal posterior cerebral artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. Pressured applied on first inflation at 2atm, second inflation at 4atm with unknown duration. During the third inflation, it was noted that the balloon ruptured at 6atm for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.